Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed shingles and the lifevest was exacerbating the issue and lifevest was removed. Patient reported itching and puss coming out. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed medication and advised to apply calamine lotion and remove the device. Follow up indicated that the irritation is improving.